Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and was able to confirm the reported event, however found the unit to have physical damage. The customer stated they would return the unit for factory overhaul. In the event the device is received a follow-up will be submitted.

Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when the ventilator is turned on the screen stays dark. There was no patient involvement at the time of the incident.